Manufacturer narrative:
State: (B)(6). Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported left deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported left deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.